Manufacturer narrative:
It was reported that the patient underwent release of mesh and exploration of the posterior fornix on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07724. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat rectocele, cystocele and urinary tract infections and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to urinary retention, mesh exposure and painful sexual intercourse. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-07724. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent urinary tract infections, bladder spasms, infections, urinary problems, inability to empty her bladder, frequency, recurrence, bladder burning, and dysuria.

Event description:
It was reported that following insertion the patient experienced frequent urinary tract infections, bladder spasms, infections, urinary problems, inability to empty her bladder, frequency, recurrence, bladder burning, and dysuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.